Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation is complete. The reported problem was not identified during the event history log review. (Per the call script, the home patient claimed to have manually drained 3625ml off the cycler. Off-cycler manual drains are not recorded in the logs and cannot be verified.) The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. A service history review revealed no issues that could have caused or contributed to the reported condition. A device history record review revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy. The patient reported to feeling very full following the completion of their day fill. It was determined that the patient¿s fill volume equaled 2000ml. The patient ended up performing a manual drain of 3625ml. The patient was completing therapy with manual supplies. There was no patient injury or medical intervention reported. No additional information is available.